Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that undersensing resulting in loss of defibrillation therapy was observed on the device. As a result, the patient required medication to resolve the ventricular arrhythmia. No additional intervention was performed to resolve the event, and the patient was in stable condition.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event. The patient was in stable condition.